Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a poor image. The issue occurred during an unspecific procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: crack on the connector and a leak. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined and for the reportable additional finding, the most probable cause of the leak was due to the cracked connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.